Event description:
Event description guidant received information that the boxed implantable cardioverter defibrillator (ICD) could not be interrogated despite the use of different programmers and telemetery wands.